Manufacturer narrative:
(B)(4) the customer returned one peel-away sheath for evaluation. Signs of use were observed. Visual inspection of the peel-away sheath revealed that the extrusion did not tear correctly from the middle to distal end of the body. A scalloped pattern was visible as the tear progressed down the score lines in the extrusion. The distal end of the extrusion was intact. The sheath body length from the tabs to the distal tip measured 2 3/4" , which is within the specification limits of 2 5/8"-2 7/8" per the peel-away product drawing. The sheath outer diameter could not be measured due to the condition of the returned sample. Functional inspection could not be accurately performed due to the condition of the returned sample. A device history record review was performed, and relevant findings were identified. A non-conformance was initiated for lot# 34c24a0278 regarding 'peel-away sheath tears incorrectly'. The instructions for use (IFU) provided with this kit informs the user , "precaution: avoid tearing sheath at insertion site which opens surrounding tissue creating a gap between catheter and dermis." The report that a peel-away did not tear correctly was confirmed through complaint investigation. Visual analysis revealed that the sheath split incorrectly along the score lines. Based on the customer report, the sample received, manufacturing caused or contributed to this event. A non-conformance was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that both incidents involved the same female patient. The first incident involved a midline that had to be removed after less than 24 hours due to occlusion. It was noted that the insertion of the pi midline on the left humerus was performed without any issues. Later that evening, the nurse informed that the catheter was blocked, requiring the urgent insertion of a cvc. The next day, an echography was performed to assess the blockage, confirming that the catheter was in place with no thrombus observed in the vein. The device was subsequently removed. Upon removal, it was observed that the catheter was kinked in three places. Another midline device was successfully placed. This resulted in a delay in treatment and additional screening. The 2nd incident involved the introducer. The nurse noticed a fragility when attempting to peel it off. A similar issue had been reported previously (emdr# 3006425876-2024-01131). This time the nurse was warned, took all the necessary precautions to peel it off gently during her gesture. There were no consequences for the patient, and the midline was operational. The associated emdr report numbers are 3006425876-2025-00168 and 3006425876-2025-00169.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that both incidents involved the same female patient. The first incident involved a midline that had to be removed after less than 24 hours due to occlusion. It was noted that the insertion of the pi midline on the left humerus was performed without any issues. Later that evening, the nurse informed that the catheter was blocked, requiring the urgent insertion of a cvc. The next day, an echography was performed to assess the blockage, confirming that the catheter was in place with no thrombus observed in the vein. The device was subsequently removed. Upon removal, it was observed that the catheter was kinked in three places. Another midline device was successfully placed. This resulted in a delay in treatment and additional screening. The 2nd incident involved the introducer. The nurse noticed a fragility when attempting to peel it off. A similar issue had been reported previously (emdr#: 3006425876-2024-01131). This time the nurse was warned, took all the necessary precautions to peel it off gently during her gesture. There were no consequences for the patient, and the midline was operational. The associated emdr report numbers are 3006425876-2025-00169.